Event description:
A staff member noted a drop of dried blood plus a drop of fresh blood on the centrifugal pump biohead and visualized a small crack. The perfusionist was notified immediately and came to the bedside. Preparations were made for changing out the pump biohead and a new head was placed.